Event description:
It was reported that the 6800 system experienced a dicom error during a case. The system worked after reboot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the external interface pcb. The system was tested and found to be working as intended and placed back into service.